Event description:
The patient was undergoing an embolization procedure using ruby coils. During the procedure, the physician was unable to advance the ruby coil through another manufacturer's microcatheter. After the first attempt, the physician used another ruby coil, with the same lot number and size; however, the coil would not advance through the microcatheter. The procedure was successfully completed using another manufacturer's coil. There was no adverse effect reported on the patient.

Manufacturer narrative:
Result: both coils are advanced outside of the original orange sheaths. Both coils are still attached to their pusher assemblies. One of the coils is kinked. The proximal end of one of the two pusher assemblies is fractured approximately 5.0 cm from the end at the location of the hypo-tube tab. Both pet-locks were still intact. Conclusion: the compliant has been evaluated. The complaint indicates that two coils were attempted to be inserted into another manufacturers microcatheter; however, encountered resistance and could not advance through the microcatheter. Evaluation of the returned devices revealed no issues with the coils other than some minor damage to the coil loops, likely caused by handling, and a kink in the pusher assembly of one coil which was likely related to attempts to advance the pusher assembly against resistance through the catheter. The ruby coil is compatible with the 0.027 i.d. Microcatheter (microcatheter from another manufacturer) however, the catheter was not returned therefore the diameter of the catheter lumen could not be confirmed. Evaluation of the coils did not reveal any device issues. The resistance felt when attempting to advance the coils through the catheter may have been due to tortuous anatomy. These devices are 100% inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00392.